Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one opened box with thirty-six packets that pertains to product code z398h was received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03046, 2210968-2023-03047, 2210968-2023-03049, 2210968-2023-03050.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was provided: to answer your question, dr. S. A. H. Said that there was no quality deficiency/non-conformance noted with the suture prior or during use. During the post-op examination is when the herniated area was noted. The sutures were internal so it warranted a re-operation. Upon re-operation it was seen that the suture had broken in 2 different places but the doctor's knots were still there and intact. Events reported via: 2210968-2023-03046, 2210968-2023-03047, 2210968-2023-03048, 2210968-2023-03049, 2210968-2023-03050

Event description:
It was reported by the customer that three days post-op to spaying procedure the owner contacted that patient had bulging at the incision site. An x-ray was takin the showed internally that she had a hernia which caused her intestines to hang out. The patient is currently doing fine. One unused box being returned.